Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device did not charge on the charging pad, with the charger indicator blinking twice and then turning off, and the device not maintaining charge; troubleshooting included power-cycling the charging station and using alternate outlets without resolution, and a replacement charging pad was shipped. Symptoms included no reported adverse clinical effects and no impact to blood glucose at the time of the report. Outcomes included instruction to transition to backup therapy if the ilet battery depleted. Investigation included technical troubleshooting by phone and replacement of the charging pad. Investigation of this case revealed a suspected charging system malfunction of the charging pad that prevented proper power transfer to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the external charger.